Event description:
It was reported that during an unknown procedure the device broke. No pieces fell into the patient. Another similar device was used to complete the surgery. There was no adverse patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.